Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, difficulty ambulating, elevated cobalt and chromium levels, and toxic cobalt-chromium metal debris to be released into the tissue. Update rec'd 3/5/15 - sales rep reported revision surgery. Patient was revised to address pain. The stem is being added for elevated metal ion levels.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec 04/24/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records upon revision brown stained fluid and metallosis were found in the hip joint. Also noted, the patient had tendonosis. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
The investigation has been reopened due to receiving additional information. Depuy will notify the FDA when the investigation is complete. (B)(4). This is a duplicate report of 1818910-2015-18748. This report, 1818910-2015-16642, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2015-18748.

Event description:
Update received 4/8/2015. Clinical report was received. It states that patient revised to address metallosis, inflammation and elevated metal ion levels: chromium: 2.89 ng/ml and cobalt: 9.78 ng/ml. Update received 5/13/2015. An additional clinical report has been received. Report notes chromium levels of 3.39 and cobalt at 16.58.